Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes clinical manager called and reported customer had received multiple alarms on the insulin pump, including those indicating an unexpected restart occurred and the force sensor system was compromised. The customer came on the line and stated his blood glucose was running high but was unaware of what the value was at the time. It was advised the customer would be sent a replacement insulin pump for continuation of therapy and the original product will not be returned for analysis.